Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported slda is the result of patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip was implanted without issue. During preparation of the second clip delivery system (cds), it was noted the first implanted clip detached from the posterior leaflet (single leaflet device attachment (slda)). The second clip was implanted to stabilize the slda clip, reducing mr to 2-3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.